Event description:
It was reported that the device had reached recommended replacement time (rrt) after 3 years of "normal" use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. Analysis of the device memory indicated low battery voltage alert for rrt (recommended replacement time) on (B)(4) 2013. (B)(4).